Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that ECG (electrocardiogram) cable was faulty due a defective pads adapter cable. Therefore, pads adapter cable (451980050241) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.